Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the duodenum. According to the complainant, during the procedure an attempt was made to deploy the clip, however, the clip would not release from the delivery catheter. The clip was removed from the patient and from service. The procedure was completed using an egd scope. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. The device was reported to be used with a duodenoscope, however, resolution clips are only designed to be compatible with gastroscopes and colonoscopes. This damage likely occurred due to the device interacting with this duodenoscope. Therefore, the most probable root cause is due to user error. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the duodenum. According to the complainant, during the procedure an attempt was made to deploy the clip, however the clip would not release from the delivery catheter. The clip was removed from the patient and from service. The procedure was completed using an egd scope. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.